Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Jet registry it was reported that target vessel revascularization (tvr) occurred. On (B)(6) 2014: the 5mm x 40 cm target lesion was located in the left superficial femoral artery (sfa) with 100% restenosis. The target lesion was treated with the jetstream navitus system. Residual stenosis was 40%, and post adjunctive treatment it was 0%. On (B)(6) 2014: 98 days post-index procedure the subject underwent percutaneous intervention on the lesion in the left common femoral artery. There was no dissection. A second lesion was also treated in the right superficial femoral artery. There was no dissection. Cutting balloon angioplasty was performed, with 2 inflations and a maximum inflation pressure of 6 atm. The right common iliac artery was also treated with 2 inflations and a maximum inflation pressure of 5 atm using cutting balloon angioplasty. There was no dissection. The patient was discharged the next day on aspirin and clopidogrel.